Event description:
In july 2005 that a customer had a problem with a foley catheter size 16fr 5cc. According to the customer the balloon did not deflate, patient had to have urologist deflate balloon, no injury to patient.